Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures, including a revision surgery on (B)(6) 2006. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. A mesh revision/removal was performed on (B)(6) 2006. (B)(4).

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted (B)(6) 2004 in order to treat stage ii cystocele and stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent partial mesh partial removal of mesh on (B)(6) 2007 due to suture infected gu graft with mesh erosion. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures, including a revision/removal surgery on (B)(6) 2006. No additional information is provided at this time. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-01020. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.